Manufacturer narrative:
The device was returned for evaluation. Initial observation shows the threaded part of the shaft fractured off. It is possible the fracture occurred due to excessive use and/or improper handling; however, an exact cause could not be determined.

Event description:
It was reported that tip of a independence mis threaded rod broke off while attempting to remove and reposition the cage and was left in the patient, flush to the anterior face of the implant.